Event description:
On 06/01/2008, the pt reported that her blood glucose had been elevated for "the last couple of days" due to occlusion (e4) errors. She stated that in 2008, her blood glucose elevated to 400 mg/dl and lowered after bolusing for "several hours." She stated that she "didn't feel good" and she experienced nausea. Her blood glucose level at the time of the report measured 100 mg/dl. Her physician recommended blood glucose range is 120-140 mg/dl. The first e4 was displayed on the same day, after changing the infusion set and insulin cartridge and she then received another e4 24 hours later. To troubleshoot the pt was instructed to disconnect from her infusion device and to prime. She stated that she had already performed this step and no error occurred. She was advised to change her infusion site. She stated that the cannula was bent when the infusion site was removed from her body. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.